Manufacturer narrative:
Batch review performed on 14 november 2022. Lot 2203310: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-apr-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in for a post-op appointment reporting pain and x-rays showed that glenosphere baseplate screws were broken and possible glenoid bone loss and the cause is unknown. The surgeon converted the patient from a reverse shoulder to a hemi. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to the humeral head dis-associating from the double eccenter. The surgeon revised the head and the surgery was completed successfully. On (B)(6) 2022, the surgeon converted the patient back to a reverse shoulder. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.